Event description:
It was reported that a remote alert was triggered due to the atrial automatic thresholds detected as greater than the programmed amplitude or suspended due to a high rate. There was presence of atrial ectopy and far-field r-wave oversensing observed on the stored electrograms. A successful right atrial automatic threshold test occurred following the alert. This device remains implanted and in service with no adverse patient effects reported.